Manufacturer narrative:
Continuation of d10: product ID: 8711, serial#: (B)(6), implanted: (B)(6) 2011, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6), ubd: 02-may-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (818.1 mcg at 614.14143 mcg/day), unknown morphine drug (20 mg at 15.01385 mg/day), and bupivacaine (20 mg at 15.01385 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient received a catheter dye study (cds) due to pump elective replacement indicator (eri) and the cds found there to be a sluggish catheter flow and dye was found in the lumbar spine and subcutaneous tissue. A catheter occlusion was noted. The patient reported withdrawal symptoms. A catheter revision was scheduled.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6), implanted: (B)(6) 2011, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that a 2 step wean in preparation for catheter revision was started.

Manufacturer narrative:
H3: the pump and 8578 catheter were returned and no signfincant anomalies were identified. The 8711 catheter was returned and analysis identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Analysis also identified a deformation in shape of the catheter body. Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6)2011 explanted: (B)(6) 2023 product type catheter product ID 8578 lot# hg1zmqq08 serial# implanted: (B)(6) 2018 explanted: (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine 20.0 mg/ml at 1.497 mg/day, bupivacaine 20.0 mg/ml at 1.497 mg/day, and fentanyl 818.1 mcg/ml at 61.24 mcg/day via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2023, the patient came in for a routine catheter dye study (cds) in preparation for his pump replacement. The patient's pre-operative and post-operative diagnosis was complex regional pain syndrome I of the right lower limb. The hcp was able to aspirate the catheter access port (cap), however, the hcp noted the results of the study showed that an abnormality was detected. The dye was in the lumbar spine and subcutaneous tissue. The tip was at t10 and there was sluggish catheter flow, and surgical revision/replacement of catheter and full system replacement was recommended. Upon completion of the procedure, the patient was moved to the recovery room for observation. No immediate complications occurred. The pain rating for the patient was also provided. Pre-procedure, the patient reported a 9/10 level of pain and post-procedure the patient reported an 8/10 level of pain. They decided to decrease his simple continuous dose that day from 15.014 mg/day to 11.992 mg/day. It was also indicated that a 2-step wean would be performed post failed catheter dye study (cds) at 1.5 mg on week 1 and 1.5 mg on week 2. On (B)(6) 2023, the patient had a pre-operative visit. The surgical procedure was replacement of synchromed pain pump and intrathecal catheter. The pump was located in the left upper buttock and the catheter tip location was t10. The hcp continued to decrease patient to his dose today ((B)(6) 2023) at 2.998 mg/day. When the rep met him today, the rep asked if he went through withdrawal when he did the decrease and he said yes. When they opened up the spinal incision today, they were able to see that the catheter was intrathecal however the anchor was not intact anymore. When they then cut below the anchor site, they did not see free flowing cerebrospinal fluid (csf). The hcp then took out the entire system and observed a lot of csf coming from the previous catheter insertion site. The hcp stitched that up and the csf stopped flowing. The hcp then implanted a new 8781 catheter and left the tip at t10. They observed the catheter free flowing csf. They then hooked up the pump and did a therapeutic bolus of 0.15 mg which he tolerated. The hcp also decreased his pump dose from 2.998 mg/day to 1.4 mg/day then added 0.15 mg boluses 12 times a day so if he stared to go through withdrawal with the decrease, he could give himself bumps with his personal therapy manager (ptm). This patient was a study patient and the reference number for the patient was also provided. It was determined that there was no env ironmental/external/patient factors that had led or contributed to this issue. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight was provided and medical history included complex regional pain syndrome I of the right lower limb. The following additional medications (oral, etc.) Were indicated regarding the timeframe of (B)(6) 2023 through (B)(6) 2023: mupirocin 2%, oxycodone 10 mg tablet, oxycodone 15 mg tablet, tizanidine 2mg tablet, ventolin, clindamycin hcl 300 mg tablet, hibiciens 4% topical liquid, morphine ER 30 mg tablet and vistaril 25 mg capsule.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.